Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's power would suddenly fail. The programmer was returned for service. No patient complications have been reported as a result of this event.